Event description:
As reported upon review of medical records, during a valve in valve procedure the balloon ruptured before the first valve was expanded, and both the delivery system and valve were removed from the patients body without out any injury and another valve was implanted.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.

Manufacturer narrative:
H2, h6 updated. Device code 1074 - burst container or vessel is no longer applicable. The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review and lot history review was not done due to limited device information. The following instructions for use and manuals were reviewed; IFU for commander delivery system, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. As the complaints for balloon leak was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon leak was unable to be confirmed as no device or relevant imagery was provided for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing nonconformance could not be determined. A review of IFU/training materials revealed no deficiencies. The complaint description states, during a valve in valve procedure to implant a 23mm s3u, the balloon ruptured [leaked] before the first valve was expanded. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and deairing, suggesting that there was no issue with the device when removed from packaging. It is possible that patient factors such as calcification resulted in the reported event. Calcification along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician attempted to deploy the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured and resulted in the reported balloon leakage. However, due to limited information a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.